Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a pressure sensor zero adjustment failed error message. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A service engineer recommended checking the data acquisition board. Additional field testing is required.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer declined service from philips. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.